Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique by the user. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a consumer from philippines of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call the following was reported. On (B)(6) 2012, the patient began treatment with continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient had a break in aseptic technique. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis manifested by cloudy effluent. The cause of peritonitis was the break in aseptic technique. The patient did receive re-training on aseptic technique. On an unreported date, the patient was treated with ceftazidime and cefazolin (1g/2l, routes were not reported). The patient was recovering from the event of peritonitis. A causality assessment was not provided.

Manufacturer narrative:
(B)(4). Global pharmacovigilance provided the following additional information received from the consumer on (B)(6) 2012. On (B)(6) 2012, the patient stopped treatment with antibiotics. The drain was slightly yellowish with incorporation of heparin per bag.